Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that grasping section was deformed and the ptfe pad of the device was partially severely worn. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the grasping section was deformed by unbearable load and the user used the deformed device. The exact cause of the deformation cannot be conclusively determined.

Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. There was no patient injury reported.